Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was on site and found that the hemolysis wash tubing end was not in the solution. Fse submerged the tubing end into the solution, primed all the fluids, and ran patients and quality controls samples. All the quality controls samples were within specification range. G8 instrument was performing as intended. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There was one similar complaint identified during the searched period. The g8 operator's manual in chapter 2, pre-installation, section 2.5 connections, provides guidance on the proper connection of the hemolysis wash tube. It states " open the hemolysis & wash (h/w) solution cap and insert the hemolysis & wash solution tube (with anchor and bottle cap) into it and tighten the bottle cap. The h/w tube is sticking out of the h/w solution port on the left side of the main unit. Make sure that the weight has reached the bottom of the bottle." In addition, chapter 3 assay operations, under detailed peak information, the optimal range for total area is 700 to 3000. The most probable cause of the issue is hemolysis wash tubing end was not in the solution.

Event description:
On (B)(6) 2017 a customer reported getting low total area of 220 (the optimal range is 700 to 3000) and no peak detected during quality controls (qc) on the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.